Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of this data indicated the impedance trend on the rv (right ventricular) pacing lead was variable, there was a rv lead integrity alert, and there was oversensing due to non-physiologic signals/sic (sensing integrity counter). It was also noted that beginning (B)(6) 2015, v (ventricular) sensing integrity counts up to 59; no episodes present to verify lead noise oversensing. Additionally, beginning (B)(6) 2014, rv pacing impedance has been varying up to 1178 ohms and down to 817 ohms and an rv lead integrity warning occurred on (B)(6) 2015 for sensing integrity counter greater than 30 in 3 days and 2 or more high rate nst (non-sustained tachycardia) episodes. <(> <<)>end>.

Event description:
It was reported that the right ventricular (rv) lead was capped and replaced due to oversensing of short v-v intervals and an impedance change. No patient complications have been reported as a result of this event.